Event description:
It was reported, following an MRI, the device was found to be in back up mode. It was noted; the device was programmed into MRI mode prior to the patient undergoing the MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.